Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The jaws were clamped but no tissue was trapped in the jaws. There were several properly formed staples within the jaws. The I-beam was retracted beyond the 6cm cut mark but was still advanced past the full retraction position. The functional testing was not performed to preserve the state of the reload laminates. The cover tube was removed and severe damage to the reload laminates was noted. Corresponding damage to the adapter channels was also present. It was reported that the device locking on tissue and an incomplete distal staple line. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the powered stapler, the device locking on tissue and an incomplete distal staple line. The tissue was described as extremely radiated. An end colostomy was performed. An additional previously fired reload only opened slightly when fired. The procedure was extended by 30 minutes the device was replaced with a new reload and an adapter. Medtronic's initial evaluation of the incident device found that the I-beam was retracted beyond the 6cm cut mark but was still advanced past the full retraction position. Medtronic's initial evaluation of the incident device found that the I-beam was retracted to just distal of the 3 cm cut mark.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#(B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6)); sigmret, sig power sigmret manual retract tool (lot#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the powered stapler, the device locked on tissue and there was an incomplete distal staple line. The tissue was described as extremely radiated. An end colostomy was performed. An additional previously fired reload only opened slightly when fired. The procedure was extended by 30 minutes. The device was replaced with a new reload and adapter.